Event description:
Approximately 4 years after initial implantation of a gore excluder bifurcated endoprosthesis, the pt was surgically converted and the device explanted due to a groiwng aneurysm. No endoleak was noted. A 20x10 mm intergard silver knitted bifurcated vascular graft was implanted. The pt is currently doing well.